Manufacturer narrative:
Due diligence was executed for this event. The device is not available for evaluation as customer replaced the filters themselves. Six months is an extended time for not replacing of the filters for the device. There is a likelihood of insufficient cleaning attributed to the user. Supplemental report(s) will be filed as any information becomes available.

Manufacturer narrative:
There is added information of evaluation by historical records to the evaluation by communication submitted in the initial medwatch. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications when shipped. Device was not repaired in the past year. Since the filter was not replaced in the recommended time period, reprocessing may have been conducted with dirty water. The instructions for use includes the following statements: replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below.

Event description:
As reported for this event, during reprocessing customer needed assistance to replace external and internal water filters that not been replaced for six months. No patient involvement, and no reported harm or adverse impact to any patient.